Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der stated that the patient experienced an adverse event of dissociated acetabular liner with fracture of liner. It was also indicated that the event does meet the definition of serious and is considered severe. The event is definitely related to device and possibly related to procedure. Treatment includes revision of depuy head and liner on (B)(6) 2017. Doi: (B)(6) 2017; ae: (B)(6) 2017; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.